Manufacturer narrative:
Title: revisiting the surgical management of giant hepatic hemangiomas: enucleation versus anatomical resection? Source: journal of clinical and experimental hepatology / may¿june 2021 / vol. 11 / no. 3 / 321¿326. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the techniques of enucleation and anatomical resection in patients under going surgery for giant hepatic hemangiomas during two decades. Ligasure or another device were used to transect the liver in the anatomical resection group. Ligasure was not used in the enucleation group. There were 54 patients in the study and 32 were in the anatomical resection group. Complications included hemorrhage (blood loss up to 11300ml) and biliary fistula. There were 2 deaths during the 90-day postoperative period. One death occurred in a patient who had an intraoperative hemorrhage and received blood transfusions. She developed pulmonary embolism, was treated with anticoagulants, developed intra-abdominal bleeding and required pancreatectomy, splenectomy and packing. She died on postop day 5. The second death was due to necrotizing enterocolitis. Both patients were at very high risk of hemorrhage. Necrotizing enterocolitis and massive pleural effusion were not device related. Blood transfusions were required.